Event description:
A physician reported a pt who was treated in mid july of 1997, exact date unknown, into the vermilion borders. Shortly after her treatment, the pt experienced some occasional pain in her upper vermilion border, especially if she bumped it. In early oct 1997, exact date unknown, the pt noticed some white dots on the right vermilion border. The physician believed that this might be collagen material, and advised the pt to massage the area, and the white dots resolved. About mid oct 1997, the left side of her upper vermilion border became very red and swollen, for which her physician advised applying warm compresses, which were not effective. The physician next prescribed oral zithromax antibiotic; date unknown. About 2 days after starting the zithromax, the area became very painful and oozed a purulent, greenish-whitish fluid for a few days, and then appeared to resolve. Three weeks after completing the zithromax, the same area became inflammed and very tender, and the physician again prescribed another course of zithromax in late novemeber 1997 for what he believed to be an abscess related to collagen hypersensitivity. As of 12/2/97, the pt continued to take zithromax.

Manufacturer narrative:
In a telephone contact with the physician's office it was reported that the pt's symptoms are resolved. No additional treatment was required.